Event description:
It was reported that a new dexcom g7 user experienced difficulty starting continuous glucose monitoring due to entering an incorrect pairing code from a prior sensor, which prevented proper sensor pairing and data display until corrected. Symptoms included no reported adverse physiological effects. Outcomes included successful initiation of glucose readings after guided troubleshooting, with no alerts or alarms and no medical intervention required. Investigation included customer education, device setup review, and confirmation of correct sensor pairing using the new code. Investigation of this case revealed user error during setup that led to an initial pairing failure, with normal device function once the correct code was entered. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.